Event description:
It was reported the patient's ipg was inoperable. It is unknown if the patient ceased charging his ipg. Surgical intervention was undertaken and the ipg was explanted and replaced with a different model.

Manufacturer narrative:
Advisory: 1627487-12192011-003-r. This ipg serial number was included in field advisories. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.